Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized with a low blood glucose reading of 34 mg/dl. After being treated, the customer's blood glucose reading was 324 mg/dl. The customer stated that the insulin pump and sensor were exposed to (B)(6) scanners. Since being exposed, the insulin pump has been acting strangely. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The insulin pump was able to rewind and prime. The customer did not feel comfortable with the insulin pump, and requested a replacement. Nothing further was reported.